Event description:
It was reported, that the patient presented to clinic for follow up. Upon interrogation, it was noted, that the implantable cardioverter defibrillator (ICD) was exhibiting premature discharge of battery. The ICD was explanted and new ICD was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Device was received operating in elective replacement indicator (eri). Device image indicated that voltage was above eri level during the whole implant duration and eri was falsely triggered due to auto capture being enabled, and device was pacing at high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Longevity assessment was performed, and device has the appropriate remaining longevity.